Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous circumflex (cx) artery. A 2.00mmx30mm emerge¿ balloon catheter was advanced for dilatation. However, during the third inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter and a stopcock. The balloon was loosely folded with blood and contrast in the hub, balloon and inflation lumen. Microscopic inspection revealed a pinhole in the balloon material, approximately 1mm proximal of the distal markerband. Inspection of the remainder of the device revealed numerous kinks in the hypotube. Review of the product specification was performed indicating the rated burst pressure (rbp) of the complaint device. With the reported information, there is no indication that the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous circumflex (cx) artery. A 2.00mmx30mm emerge¿ balloon catheter was advanced for dilatation. However, during the third inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.